Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and replaced the dc (direct current) to dc converter and power distribution printed circuit board (pcb). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had an "electric smell with smoke coming out of side of unit near filter." The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
Device evaluation summary: both the direct current (dc) to dc converter printed circuit board (pcb) and the breath deliver (bd) power distribution pcb were returned for failure investigation. Visual inspection of the dc-dc converter pcb determined a blown c34 capacitor rendering the board unsafe to install in a test ventilator for further analysis. Visual inspection of the bd power distribution pcb determined a blown r6 resistor rendering the board unsafe to install in a test ventilator for further testing. The likely cause of the blown r6 is a faulty c34 capacitor on the dc-dc converter board that was also blown. . If information is provided in the future, a supplemental report will be issued.